Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware, on (B)(6) 2016, of continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the arm. No additional event or patient information is available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).